Event description:
A vns patient had their generator replaced for end of battery life. The explanted generator was returned for analysis. Prior to explant of their device the patient was having an increase in seizures and their magnet was not aborting their seizures and was attributed to their loss of therapy from their vns device. Analysis was completed and confirmed the battery was at end of life therefore the patient was not receiving therapy. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 0.05 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. The cause for the c6 capacitors increase in leakage could not be determined.